Manufacturer narrative:
D10 - date returned to mfg: 6/17/2019. H10: testing and investigation were performed on a used sample without any issues noted. Testing was not able to replicate the problem of loose connection and leakage between the syringe and the spiros. The lot for the product is unknown; therefore, a lot review was not performed.

Manufacturer narrative:
The device is available for evaluation. It is not yet received.

Event description:
The event involved a customer allegation against spinning spiros closed male luer that disconnected from end of large volume pump tubing, but stayed attached to microclave on patient's central line. This occurred during infusion of cytarabine and daunorubicin and was leaking from patient's line. There was patient involvement, but no report of an adverse event or human harm and no report of delay in critical therapy.